Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: the reported three screws were found broken at the screw heads on an unknown date in (B)(6) 2015. The initial implant surgery was performed on an unknown date in (B)(6) 2014. The unknown implanted plate is loose due to the broken screws. No explant surgery is currently scheduled. There is no problem with the patient¿s dental occlusion. The complaint is alleged against the three broken screws. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: plate (part/lot unknown, quantity 1); screws (part/lot unknown, quantity 2).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development investigation was performed for the subject device (2.4mm ti matrixmandible locking screw slf-tpng 16mm ¿ sterile), part number 04.503.646.01s, lot number 8534784. The subject device was returned with the complaint condition stating the investigation has shown that the three (3) reported screws 04.503.646.01s on the anterior side of the plate are broken at the head. As per received condition, the three (3) screw heads are screwed in the plate. The other anterior holes (side of the chin) do not show traces of any screw being inserted in. The plate 04.503.901s shows regular traces of use such as removing clamp traces and notches due to plate intraoperative contouring. Microscopic analysis concluded that the screws failed in fatigue due to chewing forces. According to labelling, stable fixation requires a minimum of (3-4) screws. The complaint is therefore deemed confirmed and no design related deviation was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Implant date was reported as both an unknown date in (B)(6) 2014. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.